Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold measurements. Additionally, a decrease in pacing impedance measurements was observed. A micro-dislodgement was suspected. The lead was explanted and successfully replaced. It was noted that the insulation on the lead was damaged during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found cuts in the outer insulation approximately 272 millimeters (mm) and 292 mm from the terminal pin. This damage was consistent with damage from the explant procedure. Inspection of the electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold measurements. Additionally, a decrease in pacing impedance measurements was observed. A micro-dislodgement was suspected. The lead was explanted and successfully replaced. It was noted that the insulation on the lead was damaged during the explant procedure. No additional adverse patient effects were reported.